Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified mid to distal right coronary artery. After a 3.00 x 36mm non-boston scientific drug-eluting stent was deployed, a 3.25mm x 15mm nc emerge balloon catheter was advanced for post dilatation. However, on the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was good post procedure.